Manufacturer narrative:
The biomed confirmed that the display failed. The device is not being returned. The acuity display is an off-the-shelf computer peripheral made by another MFR and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these subcomponents as the source of the failure. Method: (bmet confirmed display failure).

Event description:
The customer reported that their acuity display has been flickering "like a florescent bulb going out". F/u with the customer revealed that the screen would go completely blank, then would require power off/on to bring it back to a usable state. There was no report of any pt harm as a result of the reported events. The customer did not provide any pt info.